Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "in 2 cases, the powerpicc catheter and the connector did not match and leaked, and the leakage continued after replacing multiple fittings (bd and competitor connectors), and the catheter of other brands was reused after in-situ tube re-use." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.